Event description:
The device was used during an unspecified procedure. Reportedly, the anvil did not tilt. Tissue was torn as the surgeon tried to remove the device. The surgeon performed a temporary colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.